Manufacturer narrative:
MDR initial 2 of 6. E1:(B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's six infusion sets cannula were bent. It led to high blood glucose level. Infusion set had been used for four to eight hours. Patient was treated with multiple daily injections.